Event description:
The physician attempted to deliver a 3.5 x 18 mm resolute integrity drug-eluting stent to treat a lesion in a patient. The physician pushed and torqued the catheter during the delivery attempt. A hypotube detachment occurred during the attempted delivery. The device was successfully removed. Patient was reported to be well post procedure and no clinical sequelae were reported. Device evaluation: the hypotube had detached 18.5 cm distal to the strain relief. The hypotube was kinked 1.5 cm and 5.5 cm proximal to the detachment site and 2.1 cm and 7.1 cm distal to the detachment site. Both the distal and proximal ends, at the break site, were oval in shape. The stent was positioned on the balloon between the inner shaft markers with no damage evident to the stent segments.

Manufacturer narrative:
(B)(4). Results: incorrect technique/procedure (root cause of reported event most likely due to incorrect handling of the device). Conclusions: device failure related to user handling.